Event description:
It was reported that the band was removed due to band erosion. Under fluoroscopy, the band looked tight but patient had no restriction. An endoscopy was performed and erosion was confirmed. The patient had four adjustments. The patient is doing well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.